Event description:
It was reported that during a dialysis graft procedure, the catheter balloon burst at 20atm & the distal tip of the shaft detached over the guidewire. The indwelling piece was snared & removed from the patient without any further complications. Replacement product wasn't necessary as the procedure was considered complete.